Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.